Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead was explanted and replaced with a competitive lead. The indication for the procedure was both debulking and high lead impedance.

Event description:
New information states that the lead was failing, consistent with isolation failure. A new lead was implanted on (B)(6) 2020. The patient was stable throughout with no complications.